Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 343, 121, and 120 mg/dl when all tests were performed within one minute of each other on the advantage system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.